Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new fixture on (B)(6) 2013. This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. The patient was reimplanted with a new device on (B)(6), 2011.